Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The "very ill" patient presented with an st elevation myocardial infarction (stemi). Access was obtained via the right femoral artery. The 100% stenosed, concentric, de novo and totally occluded lesion being treated was located in the mildly calcified left anterior descending (lad) artery. The patient also had subtotal lesions in the left circumflex (lcx) and right coronary artery (rca). Two non-bsc wires were advanced to unspecified locations. The lad lesion was predilated with a 2.5x40mm apex balloon catheter. The lcx lesion was predilated with a 2.5x20mm non-bsc balloon catheter. The non-bsc balloon remained in the lcx while the physician attempted to advance the 2.50x32mm taxus liberte stent delivery device (sds). The sds was not able to be advanced into the 7f jl4 non-bsc guide catheter as the guide wires were "gumming up". All devices were removed and a flared stent strut was identified. The procedure was completed using another 2.50x32mm taxus liberte. There were no patient complications reported with the patient still considered to be "very ill". Over the past two weeks, the patient has continued to recover.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus liberte (mr) stent delivery system (sds) with no guide catheter or guide wires. Blood and contrast were visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The returned catheter was visually, tactilely examined along the entire length and the only damage seen was on the distal end. It was determined that the tip and distal end of the stent were damaged with three rows of struts damaged and extending back up to 180 degrees. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The "very ill" patient presented with an st elevation myocardial infarction (stemi). Access was obtained via the right femoral artery. The 100% stenosed, concentric, de novo and totally occluded lesion being treated was located in the mildly calcified left anterior descending (lad) artery. The patient also had subtotal lesions in the left circumflex (lcx) and right coronary artery (rca). Two non-bsc wires were advanced to unspecified locations. The lad lesion was predilated with a 2.5x40mm apex balloon catheter. The lcx lesion was predilated with a 2.5x20mm non-bsc balloon catheter. The non-bsc balloon remained in the lcx while the physician attempted to advance the 2.50x32mm taxus liberte stent delivery device (sds). The sds was not able to be advanced into the 7f jl4 non-bsc guide catheter as the guide wires were "gumming up". All devices were removed and a flared stent strut was identified. The procedure was completed using another 2.50x32mm taxus liberte. There were no patient complications reported with the patient still considered to be "very ill". Over the past two weeks, the patient has continued to recover.